Event description:
Two discordant, falsely depressed troponin patient results were obtained a dimension exl with lm instrument during a repeat run. The initial result at 2 hours was considered the correct result and was reported to the physician(s). The same sample was repeated three times at 6 hours on the same instrument and once more at 6 hours on an alternate dimension exl with lm instrument. The first two repeat results on the same instrument were considered discordant and were not reported to the physician(s). The third repeat from the same instrument and the repeat from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed troponin patient results.

Manufacturer narrative:
A united states (us) customer reported falsely depressed troponin patient results obtained a dimension exl with lm instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. On the initial visit, the cse confirmed that there were reagent preparation errors and noted cuvette errors. The cuvette formation head (heat torch assembly arm) was found to be loose from the frame and was reassembled, tightened, and tested. The diaphragm was replaced, the pressure and set formation of the cuvettes were adjusted, and a reagent prep was completed. On a follow up visit, the cse found that the issue with reagent preparation associated to a sample probe error reoccurred. The heat torch, reagent probe 1 (r1), and reagent probe 3 (r3) were replaced. It was noted that the sample probe tubing severely limited flow from the patient samples and quality control (qc) and was consequently replaced. Additionally, the cse cleaned the windows, primed the system and ran system checks, adjusted the reagent 2 (r2) pump position, and ran the flex reagent with acceptable results. On another follow up visit, the cse noted level sense errors and replaced the sampler metering syringe and sample probe. A sample probe alignment was performed, titration was tested for the sample probes, and the level sense was tested again with passing results. Additionally, the reagent tubing on reagent 2 (r2) extended passed the r2 arm at the transducer so the tubing was replaced. A system check and flex reagent were performed with acceptable results. System was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer reported falsely depressed troponin patient results obtained a dimension exl with lm instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. On the initial visit, the cse confirmed that there were reagent preparation errors and noted cuvette errors. The cuvette formation head (heat torch assembly arm) was found to be loose from the frame and was reassembled, tightened, and tested. The diaphragm was replaced, the pressure and set formation of the cuvettes were adjusted, and a reagent prep was completed. On a follow up visit, the cse found that the issue with reagent preparation associated to a sample probe error reoccurred. The heat torch, reagent probe 1 (r1), and reagent probe 3 (r3) were replaced. It was noted that the sample probe tubing severely limited flow from the patient samples and quality control (qc) and was consequently replaced. Additionally, the cse cleaned the windows, primed the system and ran system checks, adjusted the reagent 2 (r2) pump position, and ran the flex reagent with acceptable results. On another follow up visit, the cse noted level sense errors and replaced the sampler metering syringe and sample probe. A sample probe alignment was performed, titration was tested for the sample probes, and the level sense was tested again with passing results. Additionally, the reagent tubing on reagent 2 (r2) extended passed the r2 arm at the transducer so the tubing was replaced. A system check and flex reagent were performed with acceptable results. System was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed troponin patient results were obtained a dimension exl with lm instrument during a repeat run. The initial result at 2 hours was considered the correct result and was reported to the physician(s). The same sample was repeated three times at 6 hours on the same instrument and once more at 6 hours on an alternate dimension exl with lm instrument. The first two repeat results on the same instrument were considered discordant and were not reported to the physician(s). The third repeat from the same instrument and the repeat from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed troponin patient results.